Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's atty that the plaintiff allegedly experienced pain, and mesh exposure. The plaintiff allegedly underwent excision of the mesh on (B)(6) 2011. Furthermore, it was also reported that the plaintiff died. The cause of death was reported as metastatic lung cancer. Related to manufacturer report: 2183959-2014-44224.